Manufacturer narrative:
(B)(4). Eleven days prior to the receipt of this report, ceftazidime and cefazoline were discontinued. That same day, the patient was deemed recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent. The patient was not hospitalized for the peritonitis. The cause of the peritonitis was reported to be due to the decreased hand mobility of the patient and potentially due to an unrelated viral illness. Beginning on the day of onset, the patient was treated with ceftazidime 250 milligrams intraperitoneally (duration and frequency not reported) and cefazoline 250 milligrams intraperitoneally (duration and frequency not reported) for the peritonitis. Automated peritoneal dialysis therapy was suspended and the patient began continuous ambulatory peritoneal dialysis (capd) therapy to allow intraperitoneal antibiotic administration which would continue until antibiotic treatment was completed. Antibiotic treatment was ongoing. Extraneal and physioneal therapies were ongoing. The patient was recovering from the peritonitis. No additional information is available.